Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: the last bolus delivery was on (B)(6) 2015. Pump was manually suspended on (B)(6) 2015 12:05; deliveries never resumed. Pump was exercised for 24hr duration test; no eaw¿s occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. There was no defect found.